Event description:
Report #1 of 2 received of cassette alarms. It was reported that the pt was to receive 1000ml of d5lr at a rate of 125 ml/hr. The tubing set was primed and the cassette was placed into the device. When the nurse pushed the on/off key, it was reported that the device alarmed "cassette failure." The nurse reprimed the tubing set and placed it into the device and it alarmed again. A new tubing set from a different lot number was used and the alarm condition continued. When the nurse changed the tubing set for a third time, the alarm condition was resolved and the infusion was initiated. There were no reported adverse pt effects.